Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, post the (B)(6) 2024 ipg replacement procedure (related manufacturer reference number:1627487-2024-09712) the patient was experiencing pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was repositioned lower in the pocket to address the issue.

Manufacturer narrative:
The device was not returned for evaluation as it remains implanted and functioning as intended. Based on the information received, the cause of the reported issue was determined not to be product related.